Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited false positive bradycardia and pause episodes due to undersensing. Programming changes were made to resolve the issue. The patient was in stable condition.